Manufacturer narrative:
Follow-up #1: date of submission 11/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: on investigation, the display was confirmed to be blank on start-up of the pump associated with moisture throughout the interior of the pump due to moisture ingress through a tear in the audio bolus button cover. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.